Manufacturer narrative:
Expiration date - november 2025. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: doctor. Based on the results of our investigation, the root cause of the complaint is confirmed not related to our product or process. The actual sample was not returned for evaluation and we could not provide detailed information of its actual condition. However, as informed through complaint details, this issue is similar to complaint number (B)(4) where the customer confirmed that same nature of failure was encountered. Lot history files of the complaint lot were checked and no related nonconformity or irregularity was noted. Similarly, retention samples were visually in good condition and passed the leakage test. Production process and method were checked wherein result showed no process or machine parts has direct contact to catheter tube similar to the complaint. Also, no sharp object that might pierced/punctured the catheter tube similar to the condition of actual sample of complaint number (B)(4). We have 2 stages of 100% visual inspection wherein defects related to the complaint can be easily detected during these processes. Also, this process has no method/procedure of opening of products during inspection. Defective products are immediately disposed and rejected. Moreover, based on verification at needle and catheter assembly station, the needle insertion process mechanism will not induce hole on catheter tube similar to the condition of actual sample for complaint number (B)(4). Furthermore, qc conducts visual and functional inspection to check product quality prior shipment. All samples passed. (B)(4).

Event description:
The user facility reported when the user connected an infusion set after a secured a route, he/she observed leakage. The leakage part was a catheter root. Additional information was received on 15june2021: sample/photo is no longer available. Additional information was received on 17june2021: the leakage was noticed during infusion of medicine, the user noticed just after connected an infusion bag. Blood leakage has also occurred in the second case. An accurate duration time was not provided. However, it was assumed that it happened within 10 minutes, since the reporter was saying the user noticed when he/she connected an infusion bag. There was no immediate impact or health hazard was reported.